Manufacturer narrative:
The device was evaluated by the customer and a philips remote technical support. The customer performed touchscreen calibration and the issue continued. The customer was advised to replace the touchscreen. No further information has been provided by the customer despite multiple attempts to retrieve complete repair information. If additional information is provided at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer reported a ventilator was experiencing a touchscreen issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.